Manufacturer narrative:
The returned device was evaluated and the pod was received deployed with a crack observed on the top housing. It could not be determined when or how this crack occurred. Inspection of the device along with the data suggest that the crack had no effect on the device's functionality. Inspection of the soft cannula found no bends, kinks or damages. Inspection of the needle mechanism components found no damages or defects that would prevent the needle mechanism from deploying as intended. The needle mechanism was manually reset to the not deployed state, and then manually deployed. No issues were seen during this test.

Event description:
It was reported the patient's blood glucose level rose to 558 mg/dl while wearing the pod between 24 and 36 hours. The patient reports the pods pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred. In addition when removed from the infusion site (back), the pod's cannula was found bent. As treatment, the patient applied a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. In addition we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.